Event description:
It was reported by healthcare provider that the customer experienced a low blood glucose (bg) level of below 36 mg/dl. Low bg cause was not known. Customer administered glucagon injection in attempt to address the issue and went to the emergency room (ER). Customer was treated with intravenous saline and was discharged 6 hours later with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.